Event description:
It was reported that this right atrial (ra) lead was capped after over 29 years of service due to a lack of capture, which was confirmed by electrocardiogram. No additional adverse patient effects were reported.